Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that the port needle tubing was found to be leaking. 6/10/24: pediatric female: when removing broken needle, team was unable to engage safety over needle, leaving needle exposed and therefore were unable to sequester needle. Required immediate reaccess. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The initial complaint was submitted with 19 june 2024 as the date of awareness. After further review, it was determined the date of awareness for this event is 18 june 2024.

Event description:
It was reported by customer that the port needle tubing was found to be leaking. (B)(6) 2024: pediatric female: when removing broken needle, team was unable to engage safety over needle, leaving needle exposed and therefore were unable to sequester needle. Required immediate reaccess. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the port needle tubing was found to be leaking. (B)(6) 2024: pediatric female: when removing broken needle, team was unable to engage safety over needle, leaving needle exposed and therefore were unable to sequester needle. Required immediate reaccess. No other information was provided.